Event description:
Biomed reported that an IV infusion of levaquin, 750 mg, that was intended to be infused over 90 minutes infused in 10 minutes. He stated that no patient harm occurred. The nurse reported that the patient's skin was flushed but did not have any other side effects and required no medication or lab tests. The staff monitored the patient throughout the day. The biomed stated that he did a pm on the device and everything passed but that the hospital wanted the pump checked by the manufacturer. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. The customer had indicated that the device will be returned but has not been received yet. A follow up report will be submitted with the investigation results should the device be received for evaluation.